Event description:
Comatose user was in electric bed in an elevated position. Care provider reported that as the bed was activated to lower to a flat position the elevated headspring dropped suddenly to a flat position. No injury occurred.